Manufacturer narrative:
The consumer informed that the product had been discarded. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time.

Event description:
Top of the head fell off in mouth along with the tiny metal screw; toothbrush head fell apart [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) female consumer reported that while using an oral-b rechargeable toothbrush, version unknown on (B)(6) 2015, the top of the oral-b precision clean brushhead fell off in her mouth along with the tiny metal screw. She stated she nearly swallowed it. No symptoms developed. (B)(6) 2015 received follow-up: the consumer reported the toothbrush head fell apart in her mouth. No symptoms developed. (B)(6) 2016 received follow-up: the consumer reported had purchased the oral-b precision clean brushheads 2/ pack three weeks before christmas, and she no longer had the product. No symptoms developed.